Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had sticky buttons. Customer stated that batteries change every five to seven days and reject new batteries and insulin pump had unexplained no delivery alarm. Customer stated rewind was louder and needs to reprogram clock. Customer stated alarm did not louder before the back light dimmer. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.